Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode and once on had no display.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.